Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, "did I pull something loose?" And also indicated they called an ambulance after experiencing fast heart rate and chest pains. In addition, the patient stated that their incision is red and swollen. No additional information could be obtained through follow-up attempts with the clinic. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.